Manufacturer narrative:
Based on the information provided, the cause of the post-operative complications are unknown. If additional information is obtained, a follow-up MDR will be submitted. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The touchpad was replaced to correct the reported problem. The system was tested and verified as ready for use. Isi received the component and completed the device evaluation. The reported failure could not be reproduced. In-house failure analysis installed the component into the pca system startup with no error. Conducted recalibration on the touchpad and ran power cycles on the system 10 times with no error, and error 252 could not be reproduced. An instrument was installed and touchpad function was performed and tested normal. There was no problem detected. A review of the site's system logs confirmed the error 252 pointing to error 308 (touchpad issue). All the instruments used in the procedure have been used in subsequent procedures. A review of the site's complaint history did not identify any other complaints related to this event. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted partial nephrectomy procedure, the system displayed an error 252. The site aborted the procedure without exhausting all potential troubleshooting steps. There was no report of injury or harm to the patient. However, post-operatively the patient experienced pain, and a CT scan revealed hematoma and ileus. As a result, the patient had prolonged hospitalization, and it is unknown as to what, if any, medical intervention was rendered to address the postoperative complications. At this time, the cause of the postoperative complications is unknown. It is indeterminable if the system was down as troubleshooting was not exhausted by the isi tse team at the time of the event. Additionally, error messages are a system behavior designed to mitigate potential harm. An error is an indication of a system state, not an indication that the system is malfunctioning. Errors occur when the system has detected a potential issue or when it cannot be sure there is no issue, and therefore the system transitions to a safe error state. Furthermore, the touchscreen replaced was received by isi, and failure analysis confirmed that there was no trouble found.

Event description:
It was reported that during a partial nephrectomy da vinci-assisted procedure, the system displayed an error 252. Prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse), the operating room (or) team restarted the system three times, and the error reoccurred. The nurse (caller) explained to the tse that after a restart, the system would work for 10 minutes, but the error would return. The tse confirmed the error 252, pointing to error 308 of a defective touchpad. The surgeon confirmed that the touchpad on the surgeon side console (ssc) went blank. The tse explained to the nurse that, most likely, the touchpad needed to be replaced. The nurse indicated that before calling tech support, the operating room team had already abandoned the surgery. On 23-jun-2021, isi contacted the site and obtained the following additional information regarding the reported event from a nurse: it was confirmed that the system was inspected prior to use, and there were no issues noted. Approximately 45 minutes into the surgery, the or team experienced the first non-recoverable fault. As a result of the reported issue, there was a procedure delay of greater than 30 minutes. The delay did not occur during warm ischemia, and the patient was not on a cardio-pulmonary bypass. The procedure was aborted due to 3 unrecoverable faults. According to the reporter, before being at an unsafe point in the procedure, the decision was taken by the consultant surgeon to abort the surgery. The total operative time was approximately 75 minutes. There was no injury or harm to the patient, but the patient was kept in hospital for a prolonged stay due to unknown pain; a CT was performed, which showed a hematoma and an ileus.